Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred, which the customer understood and acknowledged.